Event description:
It was reported that the right atrial lead malfunctioned; it had elevated impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : d224trk ICD, implanted (B)(6) 2010; 4543 lead, implanted (B)(6) 2006. (B)(4).